Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, periodontal disease ((B)(4) are same patient).